Event description:
Customer reports a fiber leak on reuse number 30 at the onset of treatment noted by blood leak alarm and confirmed with hemastix. Estimated blood loss was 250cc's and pt given 250cc's ns replacement fluid. No pt injury or medical intervention reported.